Event description:
The customer reported the ac power indicator light was not lit. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power indicator light was not lit. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The power supply was replaced which resolved the reported issue.